Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint of chipped at jaw insert was confirmed. The instrument exhibited thermal damage at two different locations on the yaw pulley. Charring was found at the base of left grip-tip and in between the grip cable and conductor wire at the midpoint of the yaw pulley. Based on the previous in-house testing performed, small particles can fall from arcing events and it was likely a mcs instrument used during the procedure arc into the pk causing arcing event. Failure analysis confirmed missing material from yaw pulley. This complaint is being reported due to the missing material from the yaw pulley.

Event description:
It was reported at an unidentified time that the pk dissecting forcep was chipped at the jaw insert. No additional information was provided regarding the patient's safety and or fragments falling inside the patient. Intuitive surgical inc., contacted initial reporter, regarding this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.